Manufacturer narrative:
As the device listed as unavailable, a batch review was requested. The batch review results have been received from the manufacturing facility. There were no aberrancies noted during the manufacturing process. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.

Event description:
Complaint received from canada. Customer reports ¿this incident has occurred on four separate occasions, three times in one night with the same patient, and once with a different patient on a different night. I was involved with the patient that it happened three times in one night. I reviewed the patient¿s lines and they were not kinked, twisted, or connected inappropriately. The leaks did not occur at a connection point, but at a solid section of the y-set itself. The lot number as best as I can tell from the packaging is: ur364133 with an expirations date of: 2010 02. There were not any adverse patient events/outcomes that we are immediately aware of.¿ although requested, no additional information is available.

Manufacturer narrative:
The reported device is unavailable for testing. A batch has been requested for the reported lot number. A follow up report will be submitted upon receipt of the batch review results.